Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve of the vizigo¿ sheath was inverted after inserting the dilator into the body. A backflow of blood was discovered and that the valve would not work. After inspection, the hemostatic valve appeared to be pushed in. The seal section does not seal. The hemostasis valve (gasket) did not break into two or more separate pieces or become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 10ml. No medical intervention was required to stop the bleeding. They replaced the sheath, and the issue was resolved. No adverse patient consequence was reported.

Manufacturer narrative:
The device evaluation was completed on 02-jun-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve of the vizigo¿ sheath was inverted after inserting the dilator into the body. A backflow of blood was discovered and that the valve would not work. After inspection, the hemostatic valve appeared to be pushed in. The seal section does not seal. The hemostasis valve (gasket) did not break into two or more separate pieces or become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 10ml. No medical intervention was required to stop the bleeding.they replaced the sheath, and the issue was resolved. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component, and the shaft was bent but it could be related to the shipping process. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record (DHR) evaluation was performed for the finished device number 50000108 and no internal action was found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).